Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter experienced intermittent ECG waveforms and did not display an error message. There was no physical damage or patient involved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns-6801a. Model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 17/08/2017. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter experienced intermittent ECG waveforms and did not display an error message. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter experienced intermittent ECG waveforms and did not display an error message. There was no physical damage or patient involved. Investigation summary: evaluation of the returned device was not able to duplicate the reported issue of ECG cutting out. The unit was able to monitor ECG and respiratory rate normally. It is likely the wlan board was damaged and was preventing ECG values from being sent to the cns. Physical damage to the screen was also observed. The physical damage may have also contributed to wlan board damage. Physical damage is likely to occur as a result of mishandling. Mishandling of a device can be related to the dropping of a device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. The root cause is likely related to physical damage due to mishandling of the device based on the physical damage observed on the unit. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns-6801a, model #: pu-681ra, serial #: (B)(6), device manufacturer data: 17/08/2017, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter experienced intermittent ECG waveforms and did not display an error message. Not in patient use.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gz-120pa to gz-120p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-120pa to gz-120p. D4 additional device information / catalog #: corrected the catalog # from gz-120pa to gz-120p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the gz transmitter experienced intermittent ECG waveforms and did not display an error message. Not in patient use.